Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure on left upper arm fistula via left cephalic arch approach, the balloon allegedly ruptured. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure on left upper arm fistula via left cephalic arch approach, the balloon allegedly had pin hole on inflation portion hub. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter ha been returned for evaluation. On the visual evaluation of the device, it appeared bloody, no specific anomalies noted. On the functional evaluation of the device an in-house guide wire was inserted through the flushed guide wire lumen without any issue. On further the balloon was trying to inflate, with in-house presto inflation device, while inflating the balloon. Water lakes out from the proximal glue join of the catheter, then balloon deflated without any issue. On the microscopic evaluation confirm water exited out through the glue joint of the catheter and the appeared to be partially lifted. Therefore, the investigation is conformed for the reported break and leak as the water leaks from the glue joint when did balloon try to inflate. A definitive root cause for the alleged leak and break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: the reportability of the file was changed to malfunction based on the additional information received. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an an angioplasty procedure on left upper arm fistula via left cephalic arch approach, the balloon allegedly had pin hole on inflation portion hub. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 10/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an an angioplasty procedure on left upper arm fistula via left cephalic arch approach, the balloon allegedly had pin hole on inflation portion hub. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.